Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown product performance reason. This lv lead was replaced and not implanted. No adverse patient effects were reported.